Manufacturer narrative:
Field service technician went on site and observed a burned cable on a matrix drawer. Affected hardware and electrical components were replaced.

Event description:
Customer reports visible smoke coming from the pyxis anesthesia 4000 system. No harm to patient or user.